Event description:
(Procedure: unk). (Cathplace: unk). Sheath broke into pieces while peeling during removal, prior to closing. Reported that all pieces were removed from pt. No adverse event occurred. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. As no lot number was provided, the device history record cannot be reviewed. The directions for use (dfu), (1306078, rev. D) states warning: " do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal. Failure to remove introducer sheath from the body before peeling may result in a segment of sheath breaking and being retained in the pt. This may lead to injury. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.